Manufacturer narrative:
Concomitant product(s): addr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.